Event description:
It was reported that non sustained right ventricular oversensing determined to be post paced t wave (pptwos) was observed on remote transmission. Programming changes were recommended and to be completed at a future date in clinic. The patient was stable.

Event description:
New information received notes programming changes were made. The patient was stable before and after the changes.